Manufacturer narrative:
The lead will likely be revised in the near future, however currently remains implanted and in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that a procedure was performed to surgically abandon and replace the lead due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing thresholds were noted on this right atrial lead due to a suspected lead dislodgment. This was confirmed via an x-ray. An procedure will be performed in the near future to revise the lead, however currently the lead has only been re-programmed to help remedy the issue. No adverse patient effects were reported.